Event description:
Hill-rom received a report from a hill-rom technician stating the side rail would not latch. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the d-pin was missing. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the d-pin to resolve the issue. Based on this information, no further action is required.